Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead became stuck to the guidewire in the body and the guidewire would not withdraw from the lead. It was noted blood had not been wiped off the guidewire prior to inserting the lead. The lv lead was removed and replaced with a new lead and different guidewire. No patient complications have been reported as a result of this event.